Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm bioprosthetic mitral valve, implanted for six (6) years and two (2) months, underwent a valve-in-valve procedure due to severe mitral stenosis. The tmvr was performed with a 26mm edwards transcatheter heart valve. The valve was deployed without any challenge or issues. Once the valve was deployed, transesophageal echocardiography (tee) was performed. The tee revealed only trace paravalvular leak noted in the trans-gastric view. The patient tolerated the procedure well and was transferred to the care unit in stable condition. The patient was discharged with home health on pod #2 in good condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.